Manufacturer narrative:
Device evaluation by manufacturer: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a hole to the guidewire lumen 43mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a hole in the guidewire lumen.

Event description:
It was reported that a balloon leak caused an air embolism, which led to a patient stroke. The 50% stenosed target lesion was located in the non-tortuous and moderately calcified carotid artery. A 6.0mmx30mmx135cm (4f) sterling balloon catheter was used to pre-dilate a non-boston scientific stent. However, the physician noticed a leak in the balloon as it could not inflate. After trying to inflate the balloon twice, the air in the balloon leaked out causing a stroke to the patient due to the air embolism. The procedure was not completed, and the patient was transferred to a stroke unit at another hospital. No further complications were reported, and the patient is expected to fully recover. It was further reported that the balloon had been flushed to remove the air prior to use, but it was not inflated prior to use. The device was inflated using a mixture of saline and contrast medium and a normal inflation device. After the balloon was inflated to only a few atmospheres, the physician noticed a hole in the balloon. Prior to the procedure, the patient status was stable, but during the procedure using computerized tomography, the air embolism was confirmed. The patient had recovered after being transferred to another hospital.

Event description:
It was reported that a balloon leak caused an air embolism, which led to a patient stroke. The 50% stenosed target lesion was located in the non-tortuous and moderately calcified carotid artery. A 6.0mmx30mmx135cm (4f) sterling balloon catheter was used to pre-dilate a non-boston scientific stent. However, the physician noticed a leak in the balloon as it could not inflate. After trying to inflate the balloon twice, the air in the balloon leaked out causing a stroke to the patient due to the air embolism. The procedure was not completed, and the patient was transferred to a stroke unit at another hospital. No further complications were reported, and the patient is expected to fully recover.